Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited an oversensing anomaly. Both leads were capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report#: mw5168309.